Event description:
It was reported that during a gastrectomy procedure, when turning the adjusting knob of device, the surgeon found it could not be closed tightly. Six hours post-op, the pt bled and required medicine to achieve hemostasis. The pt is fine now.